Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the act and bolus buttons was not registering when pressing and had to press buttons twice due to not registering when pressing act button had issues during bolus and also experienced delayed bolus reaction which was caused higher blood sugar. The insulin pump will not be returned for analysis.